Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. The reprocessing steps at the nozzle was conducted in accordance with instructions for use (IFU). It is unknown if the reprocessing steps at the suction port was conducted in accordance with instructions of use (IFU). No physical damage was found at the location. The root cause of the foreign material remaining in the subject device could not be determined. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection" and the prevention method in "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects that came out of the suction port and foreign objects in the nozzle. There were no reports of patient involvement.